Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 64 mg/dl. The customer ate breakfast and was able to return to target bg level relatively quickly. The customer stated that bg level was due to complications from diabetic gastroparesis.